Event description:
The pt is a 49 year-old white female who had initial bilateral breast augmentation 22 years ago. In 1984, as a result of capsular contracture the right breast underwent an open capsulotomy. In 6/84, she underwent a left breast open capsulotomy with implant exchange. In 6/84 after that surgery, the left breast developed hematoma which required evacuacion. In 4/89 due to continued hardness and capsular contracture she underwent numerous closed capsulotomies. She also underwent exchange in 4/89. She was then replaced with polyurethane-covered silicone gel implants. The right was 255 grams lot #9070575. In the left side 235 grams, lot # 9060726. She developed numbness and tingling in the arms and legs with hair loss and fatigue and periodic lymphadenopathy, muscle cramps, irritable bowel syndrom, memory loss chest pain, chills and sweats,dry eyes. On examination she has a class iii contracture on both sides. Ultrasound examination shows extensive silicone granuloma in the retropectoral space although the implants are in the retroglandular space. On the right side, there was a large silicone collection in the retropectoral space which extends through the side, silicone granuloma was also retropectoral around major vessels, subclavian artery and vein and brachial plexus.